Event description:
The caller alleged discrepant results when repeated the test with inratio meter. The results are as follows: 4.1, 3, 3.3.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 4.1, 3, 3.3. Average 3.47, stdev 0.57, %cv 16.40. As per internal procedure, the %cv is less than or equal 20%. The product will not be investigated.